Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-06746, 0001822565-2018-06748, 0001822565-2018-06749, 0001822565-2018-06736, 0001822565-2018-06737, 0001822565-2018-06741, 0001822565-2018-06743, 0001822565-2018-06744, 0001822565-2018-06745. (B)(4). Concomitant medical products: fem size f left item# 00-5880-016-01 lot# 62650040, ng rot.hinge knee tib plt sz5 item# 00-5880-005-00 lot# 61079924, nexgen cmted stem ext 13x105mm item# 00-5988-018-13 lot# 62820434, tm fem meta cone, 35, lge, lt item# 00-5450-022-35 lot# 61830179, prc agmt block post sz f 10mm item# 00-5990-036-02 lot# 61221088, prc agmt block dist sz f 5mm item# 00-5990-036-10 lot# 63088967, prc agmt block post sz f 10mm item# 00-5990-036-02 lot# 61248626, art surface 20mm fem sz f item# 00-5880-060-20 lot# 62633501, bne cmnt antibiotic item# 5450-50-501 lot# 8016678, spacer cmnt restr fem 18.5mm item# 12-9418 lot# 14esm0277. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, swelling, lack of range of motion, and metallosis. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No devices were received; therefore, the condition of the components is unknown. Medical records for this revision were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.